Event description:
Reportedly, the device was implanted in 1996, and explanted in 2008, due to "tear of leaflets at stent". No patient info, model number or serial number provided. Model is reported only as "perimount 25mm". Unk if device will be returned. Additional info has been requested.

Manufacturer narrative:
Device not returned.